Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. No compromised force sensor system alarm noted. The pump had scratched display window, case dented and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 5.1 mmol/l. The customer will be sent a replacement pump. The customer will return the pump for analysis.